Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, approximately three to four months ago, the patient experienced an episode of weakness, which prompted a visit to the hospital due to a concern that his blood glucose (bg) level was low. At the time, both the patient and his wife suspected a potential issue with the dexcom receiver. Following the incident, the patient¿s physician replaced the receiver with a different unit available in the office. The patient was unable to recall the exact date of the event, or the specific medications administered during hospitalization. At the time of reporting, the patient was in good condition. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.